Manufacturer narrative:
Analysis confirmed normal device characteristics.

Event description:
It was reported that the lead lumen was blocked. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.